Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during an esophageal procedure, it looked like the capsule dropped into the stomach after around 1 hour, from the beginning of the study. A repeat procedure was necessary due to the alleged device deficiency. The last known patient status is normal and the user did not experience any injury either.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the total recording time was 25:35. Approximately half way through the recording the ph dropped below 4, and remained at that level until the study ended 12.5 hours later. This information indicates that the capsule detached early from the esophagus. A review of the device history record could not be performed as no serial or lot information was provided. If information is provided in the future, a supplemental report will be issued.